Event description:
Pt reported obtaining a blood glucose result of 9 mg/dl, while using the suspect device. The device's numeric reading range is 10-600 mg/dl. Patient did not treat herself based on this result. Technical support requested the return of the suspect product and replacement product was shipped.